Manufacturer narrative:
Additional values were provided for both samples. The first sample was repeated three times on the original analyzer (c502 analyzer serial number (B)(6) ), resulting in digoxin values of 1.21 ng/ml, 1.17 ng/ml, and 1.35 ng/ml. This sample was repeated on the second analyzer at the site (c502 analyzer serial number (B)(6) ), resulting in values of 0.05 ng/ml, 0.07 ng/ml, and 0.05 ng/ml. The second sample was repeated twice on the original analyzer (c502 analyzer serial number (B)(6) ), resulting in digoxin values of 1.23 ng/ml and 1.30 ng/ml. This sample was repeated on the second analyzer at the site (c502 analyzer serial number 19p8-07), resulting in values of 0.13 ng/ml and 0.02 ng/ml. The reporter provided data for a second patient with discrepant digoxin results for one sample. The sample initially resulted in a digoxin value of 0.68 ng/ml when tested on the original analyzer (c502 analyzer serial number (B)(6) ) on (B)(6) 2021. The 0.68 ng/ml value was reported outside of the laboratory. The sample was sent to the other site and tested using an unknown method, resulting in a value of 0.4 ng/ml.

Manufacturer narrative:
The field service engineer determined there was a fluidics failure as no rinse solution was being dispensed. Valves were replaced. The operator ran calibration and controls. The analyzer was working within specifications. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
UDI number = (B)(4).

Event description:
While troubleshooting an issue with proficiency survey failures, the initial reporter stated they received discrepant results for two samples from the same patient tested with dig digoxin on a cobas 8000 c 502 module. The initial sample values were reported outside of the laboratory. The samples were repeated as part of troubleshooting the survey failures. The reporter noted they have been calibrating the digoxin assay more frequently due to controls being outside of range. The first sample initially resulted in a digoxin value of 2.61 ng/ml. The sample was repeated two times on (B)(6) 2021 using a new reagent pack, resulting in values of < 0.10 ng/ml accompanied by a data flag and < 0.12 ng/ml accompanied by a data flag. Another tube from the same patient was also repeated, resulting in a value of < 0.15 ng/ml. The reporter did not know if this second tube was from the same sample collection or if it was collected from the patient at a different time. The complained sample tube was also sent to another site for testing on an unknown analyzer and this resulted in a value of < 0.2 ng/ml accompanied by a data flag. The < 0.2 ng/ml value was believed to be correct. The second sample initially resulted in a digoxin value of 1.24 ng/ml on (B)(6) 2021. The sample was repeated on the complained analyzer, resulting in a value of 0.34 ng/ml. The sample was repeated twice on a second analyzer, resulting in values of < 0.14 ng/ml accompanied by a data flag and < 0.08 ng/ml accompanied by a data flag. The sample was also sent to another site for testing on an unknown analyzer and this resulted in a value of < 0.2 ng/ml accompanied by a data flag. The < 0.2 ng/ml value was believed to be correct. The digoxin reagent lot number was 51849301. The reagent expiration date was requested, but not provided.